Event description:
Qv sars otc: chemical burning sensation in both nostrils upon immediately upon. Sampling - tss reviewed procedure and tsg-no deviations, referred consumer to hcp.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: (B)(6).